Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hcp experienced difficulty squeezing the bulb of the syringe. The complainant stated that he believes the bulbs' material has changed. Subsequently, the device was replaced with a device from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hcp experienced difficulty squeezing the bulb of the syringe. The complainant stated that he believes the bulbs' material has changed. Subsequently, the device was replaced with a device from the same lot.

Manufacturer narrative:
Received 3 unopened irrigation syringes. The reported event was unconfirmed, a the problem could not be reproduced. During the visual inspection no obvious defect were noted in the samples. In order to verify the samples function, they were tested as follow: 1. Squeeze the bulb. 2. Submerge the syringe tip under water, holding the bulb squeezed 3. Release the squeeze bulb (syringe must suctioned 50cc). During this test the 3 samples suctioned 50cc of water. The samples were found to be within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hcp experienced difficulty squeezing the bulb of the syringe. The complainant stated that he believes the bulbs' material has changed. Subsequently, the device was replaced with a device from the same lot.